Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced high blood glucose levels for the past couple of weeks. Her blood glucose level was 487 mg/dl but went up 552 mg/dl at the time of call. The customer was nauseous, had a headache, and was vomiting. She treated her high blood glucose level with a syringe. In the alarm history no delivery, weak battery, low battery, and motor error alarms were found. The device was not returned.